Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient complained of pain and underwent aspiration, but no sign of infection was found. Xrays showed the tibial baseplate to be fractured, and the patient was revised the next day.